Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was ringing, however had blank display. The customer¿s blood glucose level was 57 mg/dl at the time of the incident. Customer stated that the insulin pump neither dropped nor bumped. Customer stated that the insulin pump was not exposed to moisture. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer was advised to insert new battery. Customer stated that the display did not return. The insulin pump will not be returned for analysis.